Event description:
On (B)(6) 2024, a patient (pt) reported a diagnosis of corneal ulcer with an infection "about 11 years ago, sometime between 2010-2014." The pt was treated at urgent care clinics at the time, not by the routine eye care professional (ecp). The pt does not know what acuvue brand of contact lenses (cls) were worn at the time nor which eye was affected but recalls the treatment as tobradex every 15minutes for 2 hours, then every 4-6 hours for the next 5-7 days. The pt was not advised of any permanent damage or loss of vision from the event. The pt could not provide the name of the treatment location but agreed to provide the contact information if located. No additional information was provided. Additional attempts were made to obtain the treating doctor's contact information for verification of the pt's diagnosis and treatment on 09may2024, 21may2024, and 30may2024 with no success. No additional information has been received. No additional information is expected. This corneal ulcer is being reported as a worst-case event as we were unable to verify the pt¿s diagnosis and treatment with the treating ecp. The date of the pt¿s event is being recorded as 01jan2010 as the exact event date is unknown. The acuvue brand cl worn at the time of the event is unknown. The affected eye is unknown. The suspect lot number is unknown. The suspect cl was discarded. No additional evaluation can be conducted. If any further relevant information is received, a supplemental report will be filed, as appropriate.